Manufacturer narrative:
The device was received for evaluation with over 2000 ml of ingredient remaining in the total parenteral nutrition bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed a leak was observed near the left edge on the back side of the bag. Microscopic examination revealed that the leak location was a large gouge, with scratches and impact marks adjacent to the gouge. This indicates that the bag was damaged via impact or friction after it was filled. The reported condition was verified. The cause of the condition was determined to be mishandling after filling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a total parenteral nutrition bag was leaking. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.